Event description:
During my trial drg implant it overheated multiple times causing burn blistery on my back, then they had to have emergency removal. A month later a permanent was implanted, between causing more pain, sever migraines weakness and tingling in legs and arms not to mention weight lost because pain makes me not hungry. Implanting surgeon refused a follow up appointment, stating there was nothing further he could do for me, without even seeing me. Va initially said the same thing but after complaining enough was referred to (B)(6) who did multiple separate myelograph scans finding a frayed electrode lead in my spinal cord and multiple pockets of air in my cerebral fluid. Multiple abbott reps came to my house to reprogram and then last abbott turned off due to the frayed lead ," so further damage was mitigated"; drg was explanted and now I've been in physical therapy every week for my severe migraines, tingling legs, arms, chronic back and groin pain. Initially got drg due to y service connected disabilities I sustained while on active duty state side and in combat. All it did for me was cause more pain and problems. Current va primary care says meds are a bandaid so he refuses to prescribed pain medication. I wouldn't have got this done if I knew then what I feel now. I'm 37 years old with sole custody of my 4 yr old son, and being told I'll never be pain free but need to find a way to manage. Reference report: mw5149571.